Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, d1, h6: device codes, type of investigation, investigation findings, investigation conclusions, h10, and h11 have been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for difficulty or inability to withdraw system with valve through sheath was confirmed based on imaging review. Available information suggests procedural factors (withdrawal of a crimped valve with bent struts) likely contributed to the event. Withdrawal of a crimped thv whose profile has been altered due to damage (such as bent outflow struts) can increase resistance during withdrawal, as the enlarged profile may interact with the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review, sections g6, h2, d1 corrected.

Event description:
As reported by the field clinical specialist, a 70-year-old female underwent a left transfemoral access for aortic valve implantation. This was a transcatheter heart valve (thv) in thv procedure, involving the placement of a second valve within a previously implanted thv. During the initial deployment of a sapien 3 ultra resilia (s3ur) 23 mm valve, the team proceeded with valve alignment and deployment steps. However, the pusher was not pulled back, resulting in low positioning of the valve. A cine angiogram revealed wide open aortic insufficiency (ai). In response, the team implanted a second 23mm s3ur valve in the originally planned position and also performed an aortic valve replacement (avr). The valve was successfully implanted, and the patient was reported to be in stable condition at the end of the procedure. No product deficiencies were alleged by the initial reporter. The event was attributed to use error, which led to the outcome of valve malposition and subsequent ai. Relevant co-morbidities were not available at the time of reporting. Supporting documentation, including images or videos, were provided to assist with the investigation. Upon follow up, the fcs advised that the first valve was deployed low which caused pvl. The patient became hemodynamically unstable and thought it was ai. No echo was done only the fluoroscopy shot. The team then proceeded to deploy the second valve and patient was still unstable. They proceed with open heart and that's when we were told the wire had perforated the lv. No ai was present.

Manufacturer narrative:
Investigation is ongoing.